Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00854; 508-32-101, s801-device cracked/broke, primary surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: agent provided an image of the screw showing it was broken at the threads. Remaining screw piece was left in the patient.

Event description:
Revision surgery - part left in patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.